Event description:
It was reported by service report that the side rail frame weld was broken and there were rough edges. Also found the fowler brackets missing and all pedals are missing. No pt involvement or adverse consequences are reported.